Manufacturer narrative:
Device received in a constant loop of medtronic logo. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unable to verify trace pointers are invalid or pump error due to constant loop of medtronic logo.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump had history pointers failed. The history pointers are corrupted alarm and trace pointers are invalid alarm. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be return for analysis.